Manufacturer narrative:
Alleged failure: poor image. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the most likely root cause of this issue could be wear and tear since this camera head has been on the field for over eight years and the cable for two and repeated sterilizations may result in degradation of the unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image was dark. The procedure was completed successfully.